Manufacturer narrative:
Based on the claim against the product by the customer noting broken jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fundus grasper instrument was analyzed and found to have the clevis broken, allowing the clevis pin and grip assembly to fall off. Broken piece from clevis ear was missing approximately 0.39" x 0.18". Material was not returned. The clevis pin (0.18" x 0.06") and both grip tips (0.95" x 0.19") was also not returned as a result of the broken clevis. The complaint regarding broken jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fundus grasper instrument had broken jaws. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the end of the procedure the fundus grasper instrument got caught at the cannula and the customer used force to pull it out. The instrument jaws were broken and unknown if it was interoperative or broke while being docked. The instrument was inspected prior to use. The instrument was thoroughly checked, and all pieces were present, no fragments fell into the patient. There was no harm or injury to the patient.